Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially submitted a report by the non-healthcare professional regarding a scratch on the black part of the eye (corneal abrasion). The lenses had been soaked in the solution for less than six hours. The consumer reported that the labeling of the product was unclear, specifically stating that it did not indicate on the bottle that the solution was intended for cleaning purposes only. The consumer had applied the solution to the lens and inserted it directly into the eye, resulting in needing to go to the hospital, where it was diagnosed as corneal burn and corneal erosion. The severity of the issue remains unknown and needs to see an optometrist within the next few days for further evaluation. The status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.